Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric lesion in the mid right coronary artery. Using a femoral access site, pre-dilatation was performed with a 1.5 x 8 mm balloon catheter and then the xience prime 3.0 x 15 mm was implanted. However, a distal edge dissection was observed which was covered with another xience prime. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record revealed no associated nonconforming material records. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.